Manufacturer narrative:
The lot was manufactured in may 2022. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink y-type cath ext set leaked at the bung or where connection meets the thin tubing. The issue was identified during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no. (Additional): + (B)(6). Should additional relevant information become available, a supplemental report will be submitted.